Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in the magnum m2a study underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011, due to a loose acetabular component and metallosis. Cloudy fluid, metal stained tissue and thickening of the capsule were noted during the revision procedure. The cup, taper adapter and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03468 / 03470).

Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a total right hip arthroplasty on (B)(6) 2006 and a left hip arthroplasty in 2007. Subsequently, patient underwent a right hip revision on (B)(6) 2011 due to a loose acetabular component and metallosis. Cloudy fluid, metal stained tissue and thickening of the capsule were noted during the revision procedure. The cup, taper adapter and modular head were removed and replaced. No left hip revision has been indicated.